Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: improper test method. Customer declined replacement of meter: 2 different levels of control solution were sent to the user.

Event description:
Consumer reported complaint for low blood glucose test results. The expected non-fasting blood glucose test result range is 110 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 11/17/2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from trueresult meter to wife's embrace meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 06:00pm produced test results of 60 mg/dl using trueresult meter and 104 mg/dl using wife's embrace meter. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 133 mg/dl and 129 mg/dl. The product is stored by customer according to specification in the dining room. The test strip lot manufacturer's expiration date is 09/15/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6).